Event description:
It was reported that tip detachment occurred. An amplatz super stiff guidewire was selected for use. During the course of the procedure, it was noted that the two fibers were protruding near the tip of the guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that it was possible to observed that the core wire was detached and two fibers were protruding near the tip of the guidewire, moreover the distal tip was kinked. Media inspection revealed that the core wire was detached, and two fibers were protruding near the tip of the guidewire, moreover the distal tip was kinked. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. An amplatz super stiff guidewire was selected for use. During the course of the procedure, it was noted that the two fibers were protruding near the tip of the guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.